Event description:
Pt presented in stable condition from the coronary from the coronary intensive care unit as a nstemi (non st elevated mi) to cardiac cath lab, for left and right heart cardiac cath. During procedure, it was determined by physician that due to the degree of coronary artery disease that the pt presented with coronary intervention was required. During the process of intervention that included coronary stenting and balloon angioplasty, a coronary balloon fractured just distal from the second balloon marker (abbott trek balloon catheter 2.0 x 12mm #70922g1). Retrieval of device was unobtainable and therefore, due to the stable condition of the pt, the fractured balloon was left in coronary artery. The target coronary vessel was left with widely patent perfusion and pt complained of no discomforts. Balloon shaft has been recovered and held for further review in cardiac cath lab.